Event description:
We have received information that this device was used in a non-life-sustaining therapy. During therapy the device triggered alarms and discontinued the therapy. There is currently no information about an injured patient, user or third party.

Event description:
We have received information that this device was used in a non-life-sustaining therapy. During therapy the device triggered alarms and discontinued the therapy. There is currently no information about an injured patient, user or third party.